Manufacturer narrative:
Veran is submitting this MDR as part of an overall retrospective review in response to an FDA form 483 that was issued to the firm as of january 2019.

Event description:
System performed as intended; no malfunction. Three hours after the case was finished, we were told the patient suffered a pneumothorax while still at the hospital. A chest tube was placed, and the patient is in stable condition. Doctor expected the learning curve to possibly include a pneumothorax but was not concerned with it.